Manufacturer narrative:
H6: corrected the following: type of investigation. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Based  on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.h6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
H11. Additional manufacturer narrative- d10. Concomitants: 122-65-15 - 6.5mm acetabular bone screw 15mm, (B)(6), 122-65-20 - 6.5mm acetabular bone screw 20mm, (B)(6), 122-65-25 - 6.5mm acetabular bone screw 25mm, (B)(6), 122-65-25 - 6.5mm acetabular bone screw 25mm, (B)(6), 130-28-51 - nv gxl linr, ntrl, 28mm ID, group 1 cups, (B)(6), 164-11-11 - novation element ro s/o sz 11, (B)(6), 170-28-03 - biolox delta femoral head 28mm od, +3.5mm, (B)(6), 180-01-48 - nv crown cup clstr hole 48mm group 1, (B)(6), 180-01-50 - nv crown cup clstr hole 50mm group 1, (B)(6). These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty and then approximately 9 years 3 months later experienced a surgical revision procedure. Revision op report findings: very stable reconstruction. Minimal abductor damage - femoral stem was stable and well fixed - therefore did not revise. Acetabular fixation was moderate but will need toe touch wb for 6 weeks. Several good screws but severe acetabular bone loss present. The acetabulum had golf ball size bone loss as a result of the osteolysis. Cup was easy to remove and had less than 5% bone in-growth on the backside of the cup. There was extensive soft tissue debris throughout the hip joint consistent with a synovitis from a polyethylene reaction to the tissues. This was tiny, small balls of light brown synovium along with a "pseudo-capsule" of dense soft tissue rind; resected as much of this as safely possible. The total amount of soft tissue damage that required resection was ~ 12 oz. Examined the polyethylene - excessive wear was present with signs of oxidation / yellow discoloration, pitting, cracking, and delamination of the poly. The patient reversed from anesthesia and sent to pacu in stable condition, there were no complications. There is no additional information available.